Event description:
A physician reported in 2000 while treating a pt with a syringe using an "adg" needle, the collagen leaked around the hub of the syringe and collagen "splattered" on the pt's and nurse's face. The needle did not separate from the syringe and there were no injuries to the pt or the staff. The needle and syringe were not retained.